Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there was a pcu (8015) system error code: 133.6090 - main speaker error. There was no patient harm. The issue was noted prior to patient use.